Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow up report will follow with the information from the DHR.

Event description:
It was reported that during an atec sapphire vacuum assisted breast biopsy procedure on (B)(6) 2026, the system failed to lavage and the procedure was aborted. The user site reports that the atec sapphire and biopsy needle were set up and passed all initial system checks. The needle was inserted and two biopsy samples were obtained. It is further reported that "when switching to lavage, the system failed to lavage, no saline was moving or washing through." The user reports that troubleshooting was attempted by opening and closing the aperture and checking system connections; however, the device still failed to lavage. It is reported that the biopsy needle was removed and a second needle was connected; however, it failed the setup checks and the procedure was aborted. The user site reports that due to the vacuum assisted biopsy being aborted, the patient needed to return at a later time for a follow up procedure.